Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to sense on the right ventricular (rv) lead. The physician elected to cap and replace the lead. The patient condition was stable.